Manufacturer narrative:
Concomitant medical products: product ID: c6tr01, serial# (B)(4), implanted: (B)(6) 2017, product type bi-ventricular pacemaker.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported they were seeing some extra pulses in the remote reading of the patient's cardiac device. It was noted they were trying to determine if it was related to dbs interference or if it was a new medical issue. No medical symptoms were reported. No further complications were reported.